Manufacturer narrative:
It was reported that on (B)(6) 2010 an align s system by bard was implanted into the patient¿s pelvis during a revision.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted along with concurrent repair of rectocele by posterior repair, tension-free transvaginal tape with obturator due to ventral hernia repair. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to extrusion. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2010 by dr. (B)(6).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.